Event description:
Consumer complaint of hi blood glucose results. Expected fasting blood glucose test result range is 280 to 300 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is month of (B)(6) 2015. Recall test results performed fasting and non-fasting from meter memory: hi, (B)(6) 2015, 03:00pm (non-fasting); hi, (B)(6) 2015, 08:27am; 330mg/dl, (B)(6) 2015, 08:13am; 410mg/dl. (B)(6) 2015, 08:57am; 200mg/dl, (B)(6) 2015, 08:13am. Adverse event not reported.

Manufacturer narrative:
(B)(4).